Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6 and h10. Intuitive surgical inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use and was used for less than one minute before the instrument broke. The fragment was retrieved with a laparoscopic instrument, and the customer confirmed the broken fragment matched with the instrument. No additional surgical procedure was required to remove the fragment. No post-operative tests were performed to check for remaining fragments. The surgeon did not notice any issues with the functionality of the instrument. There was no report of collision with other instruments or other hard material during the procedure. The tissue the surgeon was operating on was described as soft. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No information was available pertaining to relevant tests/laboratory data specific to the incident. Isi has attempted to obtain patient demographic information and images/video recordings related to the reported event. However, as of the date of this report, no additional information has been provided. 61 - isi received the harmonic insert involved with this complaint and completed the device evaluation. The reported complaint was not confirmed during failure analysis as the harmonic insert did not appear to have a broken blade. No missing pieces were observed. The harmonic insert was found to have a cracked blade. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction to serious injury".

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. A system log review was not performed for the reported product as the da vinci system does not capture usage history for harmonic ace insert accessories. No image or video clip for the reported event was submitted for review. Further technical review is not required as there was no error related to the issue. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted pancreatectomy (whipple) surgical procedure, the metal tip of the instrument broke off inside the patient. The fragment was retrieved during the same operation. The instrument was replaced and the procedure was completed with no reported patient harm, adverse outcome, or injury. Due to the alleged issue, the procedure was delayed by 30 minutes. Intuitive surgical, inc. Has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.